Event description:
A second attempt was made to insert a PICC into the pt antecubital area (the first attempt is documented in MDR 2245270-2012-00034). The PICC was advanced to 25cm with some massage and tension on the skin. The assistant experienced trouble removing the guidewire. The guidewire broke when an attempt was made to remove it. The rn then attempted to remove the PICC w/o success. At this time, it was noted that there was a 1cm knot under the skin at the insertion site (was not there during threading of the PICC). The PICC was secured in place and a doctor was notified. The pt was returned to his room and some time later, the pt inadvertently broke the PICC off at the insertion site. The guidewire was still exposed out of the skin with only a small portion of the PICC visible. An x-ray was obtained and revealed the PICC had coiled at the insertion site. The pt required a small surgical incision to remove the PICC.

Manufacturer narrative:
The device was released and sent to vygon us for review. The device will be forwarded to vygon (B)(4) (the MFR) for investigation. The results of this investigation will be included in a f/u MDR with thirty days of its conclusion.